Event description:
During an emergency call, found a pt complaining of weakness. Pt stated they had been feeling ill and gradually got worse that morning. Pt was bradycardiac and needed to be paced. Pt was put on lp1op and also applied pacer pads to pt when attempting to pace the pt. Rate and m-amps adjusted and pacer was turned on. There was no electrical production to pace. Pace failed. Pt was observed throughout trip by medic. Pt was then brought to hospital and transferred care to nurse.